Event description:
The customer reported to olympus that the hd autoclavable camera head had a cable break with cable disconnection, and image noise was frequently occurring. There was a delay of 10 minutes in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation was not able to reproduce the customer issue. An additional issue of physical or chemical stress was identified during the device evaluation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. As a result of the confirmation, there were no similar complaints. Conclusion: the root cause of the event could not be identified; however, a light load such as shaking the camera cable or bending lightly around the protector may have been applied, but there was no abnormality in the camera cable, and the disconnection could not be confirmed because there was no occurrence of an event in which the picture was not projected due to the disconnection of the cable indicated. The video connector case is chipped, and the side of the video connector is cracked, indicating that the video connector was impacted. Olympus will continue to monitor field performance for this device.